Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section d.4: the product catalog and lot numbers are not available / not reported. The unique identifier (UDI) and expiration date of the device are not available. Section e.1: the initial reporter phone is not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Section h.4: the device manufacture date is not known as the device lot number is not available / not reported. The device lot number was not available. The manufacturing documentation review could not be performed without the lot number. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
During a thrombectomy procedure on (B)(6) 2026, the physician was using the cereglide 92 aspiration system (catalog / lot# unknown) as his approach to remove an occlusion in the m1 segment of the middle cerebral artery. The physician positioned the 8f catapult¿ guide sheath (boston scientific) in the middle of the internal carotid artery (ica). Tortuosity was noted including the position of the guide sheath. The physician navigated the innerglide 9 to the m1 clot and was successfully able to track the cereglide 92 over the top. The clot was removed on the first pass with a tici score of 3. However, when removing the cereglide 92, the mid/ distal section of the device was observed stretched. The physician was informed that this can be an issue if the guide sheath is positioned at a sharp angle and the cereglide 92 is caught on the edge while trying to retrieve [the thrombus]. There was no report of any negative impact on the patient.